Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) tip cover accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the clinical sales representative (csr) reported that the monopolar curved scissors (mcs) tip cover accessory became dislodged from the shaft of the mcs instrument. The procedure was completed with no patient harm, adverse outcome, or injury.